Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer¿s current blood level was 217 mg/dl. Customer was treated with manual injection. Customer had symptoms such as bath room trip and thirsty. Customer contacted to the healthcare professional regarding to high blood glucose level. Customer declined to check leak and air bubble. Customer stated that the insulin pump passed displacement test. Insulin pump will not be returned for analysis.